Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount did not release from the implant (oss385) right after placement. Another implant was placed during the same surgery. Procedure was delayed for one hour. Tooth location 13.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant (oss385) was received with a transfer mount engaged into the drive feature. Visual inspection of the as returned products identified signs of wear due to usage around the implant threads and the collar. There were noticeable nicks and evidence of discoloration around the mount. The mount disengaged from the implant drive feature during functional testing. There were minor signs of usage around the implant external hex and the mount hex feature but no evidence of any significant damage. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) identified information regarding implant placement. Surgical manual highlights the torque recommendation and ratchet placement method. The complainant reported that the mount did not release from implant just after implant placement. Based on the evaluation, the device malfunction did not occur. The complaint was not confirmed. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.